Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver was charged and will boot. The receiver data log was downloaded and reviewed, and no issues were observed related to the complaint. A global receiver functional test was performed and resulted in no failures related to the reported event. A manual "try-it" test was performed and passed. A global communication tool software test was performed and passed. A wiggle test was performed and passed. An internal visual inspection was performed and passed. Vibrator resistance was measured and found to be within specification. The reported event of no vibration was not confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had no vibration. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having no vibration could not be determined. A probable cause could not be determined.